Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device received a system shock when reportedly in a bent over position while using electronic hair clippers. Data was forwarded to technical services for review to determine root cause of the inappropriate therapy. Device data showed a significant reduction in r-wave amplitude, resulting in double counting and ultimately the inappropriate shock. Ts stated the information does not appear to have an emi component to the signal. Review of patients heart rates shows a rate at 135 bpm for nearly 20 min before the event occurred. For this reason there was an inquiry if other activity was involved like drugs or alcohol use at this time. The patient was later seen in-clinic for isometrics at which time they were placed in a similar bent position; a decrease in r-wave signals were again noted however no under or oversensing resulted. Ts concluded case review stating that given the implanted duration and time since the shock occurred, would advise to leave the device in the current programmed vector and continue with normal follow-up. To date, this device remains implanted and in service.